Event description:
It was reported that three embolectomy catheters had balloon burst and three embolectomy catheters had tip breakage. One tip was left in the pt and subsequent limb removal occurred. The cause of the limb removal can not be directly contributed to the catheter tip.